Manufacturer narrative:
(B)(4). G2: foreign ¿ netherlands. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Device history record review cannot be performed without product identification. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor trends.

Event description:
It was reported that the patient underwent a hip revision approximately 2 days post implantation due to dislocation. Due diligence is complete as multiple attempts were made; however, no further information is available.